Event description:
Dexcom g7 very high failure rate. Every sensor from the last 7 I've used have failed. Pt: 4582. Device: 2588. Reference reports: mw5176152, mw5176154, mw5176155, mw5176156, mw5176157, mw5176158.